Manufacturer narrative:
Patient gender unavailable at the time of report. Other relevant device(s) are: product ID: 9734137, serial/lot #: unknown; product ID: 9734163, serial/lot #: unknown; product ID: 9731861, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that there was a flickering issue with the monitor and there were 2 vga cables that were damaged inside the rack. The monitor and vga cables were replaced. The system then passed the system checkout and was found to be fully functional. The cable 9734163 vga m/f 4ft (lot# unknown) was returned for analysis. Analysis found that the returned cable was in good condition and passed a continuity test with no opens or shorts detected. No problem was found. The lcd 9734137 24in 1920x1200 touch i7 (lot# unknown) was returned but was still under analysis at the time of report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that one of the navigation system's boom monitors was flickering. The site's other external monitor and medtronic monitors worked well. This did not affect the case since they had other monitors to look at. Technical services (ts) had the medtronic representative swap monitors and the working monitor worked with the other connections. The medtronic representative confirmed that the two vga cables were damaged where they meet and fell into the rack. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found and confirmed the allegation that the screen remained blank/black screen when powered on and showed no splash screen. If information is provided in the future, a supplemental report will be issued.